Manufacturer narrative:
H4: the lot was manufactured between october 09, 2023 and october 11, 2023. H11: four (4) actual devices were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and it was noted that there were leaks identified on the port 2 administration spike port bonding area of all four samples. The reported condition was verified on returned samples. The cause of the condition could not be determined. However, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 1000 ml eva tpn bags leaked at the bottom of the bags near the ports. This was observed during inspection after total parenteral nutrition production. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.